Event description:
Pt had penile prosthesis placed 6/6/96. Prosthesis functioned well until approx 1 month ago when it became non-functional. Pt states after 2 or 3 pumps, it will not inflate any further and it will deflate indicating a lack of fluid in the prosthesis. Admitted 7/19/96 for removal and replacement of penile prosthesis.